Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues rewinding the insulin pump. Blood glucose level at the time of the incident was not provided. The customer did not troubleshoot. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device rewind properly and no anomaly noted. (B)(4).